Event description:
It was reported that the intraocular lens (iol) in the patient's right eye was explanted on (B)(6) 2013 due to refractive surprise. Post operatively, the patient developed astigmatism along with dry eyes. The dry eye has resolved.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: the lens was replaced with another lens and the patient was reported doing well. (B)(4). The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. The review of the documentation for slit lamp inspection of silicone lens showed that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) was generated. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses. No other investigations requests have been received for this production order (p/o). A review showed no adverse trend for this complaint type and model. The documentation showed that the production order was manufactured according to specifications. Placeholder.